Event description:
It was reported that the proximal filter was removed in an open state. A 6f non-bsc sheath was placed. A sentinel embolic protection system was advanced into position and the filters deployed. At the end of the procedure, pressure was not maintained on the proximal filter slider (#1) and the sentinel unsheathed itself. The proximal filter was in an open position. The sentinel embolic protection device was not able to be retracted into the 6f non-bsc sheath. The 6f non-bsc sheath and sentinel embolic protection system were removed as a single unit. No patient complications were reported.